Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the event day and procedure date? Unknown. Does a piece of the needle remain in the patient¿s? If yes, were x-rays taken to locate the needle piece(s)? No, remaining parts were reported. Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? Unknown. A manufacturing record evaluation was performed for the finished device lot ppbbbcr0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date; and a suture was used. During the procedure, the suture broke in the middle. There were no adverse patient consequences reported. Additional information was requested.